Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced na electrode, k electrode, cl electrode along with decontaminated the analyzer to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high patient results for sodium (na) on their dxc 700 au clinical chemistry analyzer. The customer repeated the patient samples and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for two (2) patients.